Manufacturer narrative:
Internal report #(B)(4). Product under eval.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 150 mg/dl. Customer feels well but observed symptoms of frequent urination the night before of the call. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter&#62688;readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on 07/16/2015 produced results of 299 mg/dl and 276mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 276mg/dl fasting: no; 309mg/dl fasting: no; 304mg/dl fasting: yes; 207mg/dl fasting: yes; 222mg/dl fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 150 mg/dl. Customer feels well but observed symptoms of frequent urination the night before of the call. Medical intervention is not required at the time of the call on 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 299 mg/dl and 276mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.